Manufacturer narrative:
Gtin number: unknown since serial number has not been provided. (B)(4).

Event description:
Approximately one month following the implantation of a sjm regent mechanical valve, explantation was required secondary to a thrombus at the hinge point impeding valve performance. Per report, the physician did not attribute the event to the valve but to patient factors.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.